Manufacturer narrative:
Device analysis: one smiths medical cadd legacy pump was returned for analysis. Event log history was performed and indicated that 1870 and 1871 error code messages were recorded in history. During analysis the customers reported problem was able to be confirmed. Pump was found to be displaying "1870" error code message on power up and goes into "1871" error code alarm message when a "prime" key button is pressed during the investigation. Found a motor locked out that caused the reported issue. Service replaced the motor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited lec 1870. No patient was involved in this event. No adverse effects were reported.